Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Vessel morphology is unknown. The patient has a history of myocardial infarction, coronary artery bypass graft and 20% ejection fraction. It was reported that the runner retraction was a little hard. There was no iliac fixation because of the aneursym; therefore, the graft was displaced 8 mm requiring the placement of an aortic cuff to achieve an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.